Manufacturer narrative:
(B)(4).

Event description:
It was reported "battery died". Additional information states that the iab pump console was swapped to continue therapy. No additional information is available from the customer. If additional information is received, the compalint file will be updated.